Manufacturer narrative:
MFR report number 0002023141-2020-02251 , section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 61109650 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvh11) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar/platform and the bottom (across the bottom threads). Additionally, there excessive bone residue around the external threads that looked damaged. Functional testing could not be performed since the product was fractured/damaged. No pre-existing conditions were reported. The reported implant had been placed on tooth #19 (unknown notation system) for approximately 12 years. X-ray/picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (61109650) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (61109650) for similar events and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email unknown / not provided. PMA/510k: k013227.

Event description:
It was reported that implant at tooth site # 19 fractured and crown came off while patient was eating. Additional appointments / implant re-placement: not indicated. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.